Event description:
It was reported that a malfunction alarm occurred, specifically with a code identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance over the phone to reset the pump, resolving the issue on the first attempt. The customer was advised to monitor for any recurring malfunctions and to contact support if it happened again, which they acknowledged and understood.